Event description:
A report that the patient's precision system was explanted was received. The patient was not able to feel his legs, and he was rushed to the ER, where it was discovered the patient had a blood clot in the epidural space. The physician does not feel this is device related, but rather implant surgery related. The patient is reportedly doing well, and able to feel his legs after explant.

Manufacturer narrative:
This is the final report.